Manufacturer narrative:
Facility experienced an event with the endopath endoscopic vascular linear cutter while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972083. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, cartridge condition, and cartridge return batch number, na; and instrument number, 345. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and test cartridge batch #, j00j5l. Analysis conclusion: based upon the inquiry info received, the visual exam, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not close" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it function properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic assisted vaginal hysterectomy, the ez was reloaded and attempted to be used again. The top of the jaws torqued to the side and would not close. There was no consequence to the patient.